Manufacturer narrative:
The customer did not provide any product or photographic evidence of the defect therefore the complaint could not be confirmed nor denied. Sunmed does not have any inventory of this product currently to review. The defect description states that the syringe connector was released but doesn't provide enough description and detail to draw any conclusion from.

Event description:
The customer alleges that " while testing the probe balloon, the syringe connector was released causing water leakage and had to be changed." No other details were provided.